Manufacturer narrative:
The reported failure of ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. A field action was initiated with record ID 10027-24 and consisted of a field safety notice fsn 2023-cc-src-039. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The bipap a40 pro (update material # from ra) is substantially similar to the bipap a40 (B)(6) and will be reported in the united states under bipap a40, 501k number: k121623. Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction identified in this complaint record during testing of the device prior to distribution.

Event description:
A bipap a40 proefl ventilator was returned to a third-party service center for evaluation. There was no patient involvement, and no harm or injury reported. Device evaluation by the third-party service center indicated a ventilator inoperative device error code was present in the error log indicating three reboots occurred with 24 hours. The issue would require replacement of the device printed circuit board assembly to address the issue. However; the customer requested the device be scrapped. No parts will be replaced. The device has been rendered inoperable and disposed of (scrapped). The device will be included in the fsn 2023-cc-src-039.